Event description:
It was reported that "during a revision of hardware case, while using a monodriver to rotate the head on a 7.5 x 35mm xia 3 polyaxial pedicle screw, the screw head came off of the screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.